Event description:
Customer reported a low ma error and an intermittent double image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connections. System operates as intended.